Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer (fse) identified that the smart half height drawer 3-1 was failed as well as all pockets. So, the fse replaced the row board cable. After that all the pockets were showing up in the hardware test application and the customer were testing properly. Further the fse tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies in drawer 2.2 c1-c6, drawer 3.1 a1 to a6, b1 to b6, c1 to c6, d1 to d6 and e1 to e6 were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.